Event description:
This spontaneous report was received on (B)(6) 2012 from an approximately (B)(6) female consumer, reporting on self from (B)(6). Follow-up information received on (B)(4) 2012 confirmed that the product involved was identified as same/similar to a us marketed device. The medical history of the consumer and concomitant medications were not reported. On an unspecified date, the consumer started using ob procomfort mini 56s, for menstruation (route: vaginal, lot number b0552w11, frequency and expiration date unspecified). After an unspecified duration, while trying to remove, the fluffs of the tampon tore off and got stuck in her vagina which were removed separately. The action taken with the device was unknown. This report had non serious event. The company causality was assessed as possible. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(4) 2012. As of this date, no sample was received; no investigation was performed. This report remains non serious. This report remains reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(6) 2012 from an approximately (B)(6) female consumer, reporting on self from (B)(6). Follow-up information received on (B)(6) 2012 confirmed that the product involved was identified as same/similar to a us marketed device. The medical history of the consumer and concomitant medications were not reported. On an unspecified date, the consumer started using ob procomfort mini 56s, for menstruation (route: vaginal, lot number b0552w11, frequency and expiration date unspecified). After an unspecified duration, while trying to remove, the fluffs of the tampon tore off and got stuck in her vagina which were removed separately. The action taken with the device was unknown. This report had non serious event. The company causality was assessed as possible. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
This foreign report is being submitted on (B)(6) 2012 for a device product that is considered same/similar to a us marketed device (ob procomfort regular 40s). This closes out this report unless additional follow up information is received.

Manufacturer narrative:
This foreign report is being submitted on (B)(4) 2012 for a device product that is considered same/similar to a us marketed device (ob procomfort regular 40s). This closes out this report unless additional follow up information is received.